Event description:
It was reported that the pt suffered a right hemisphere stroke during hospitalization after carotid stent implantation. Start date in 2005. Symptoms are continuing; however, are improving. The condition is not pre-existing and unk if related to the device. Action/treatment administered with heparin x 24. This event resulted in new/prolonged hospitalization; however, the pt is improving.